Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. This event is related to MDR # 1810909-2020-00342.

Event description:
The customer reported that he performed comparison testing between his contour meter and contour next meter. Within 3 minutes, the customer obtained blood glucose readings of 157 mg/dl on the contour meter and 355 mg/dl on the contour next meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, an in-house contour next meter was tested with the in-house contour next test strips from lot # 9lpeg01a using a blood sample, which gave a satisfactory performance.